Event description:
Report received of an overdelivery. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "not accurate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, the pump reportedly overdelivered. The biomedical engineer noted "the wheel of the pump door was missing." There were no reports of any adverse pt events while the device was in clinical use.